Event description:
It was reported that support was initiated on (B)(6) 2014 coagulation was observed in the arterial exit of the oxygenator. The coagulation continued to expand so the device was changed out on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available.